Event description:
The customer initially reported that their device was showing the charge-pak icon and the service wrench icon. After an evaluation of the device by physio-control, it was observed that the internal hlc batteries were depleted and the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the internal hlc batteries were depleted. It was also observed that filters fl9 and fl11 from the analog pcb assembly were leaky, but it was not determined if the electrical leakage observed was enough to cause the depletion of the hlc batteries. The cause of the reported failure could not be determined. The customer received a replacement device.